Event description:
Sorin group (B)(4) received a report that the rpm touch function on the s5 control panel was not functioning during set-up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 control panel. The incident occurred in (B)(6), this medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the rpm touch function on the s5 control panel was not functioning during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.